Event description:
Patient reports " I have discovered that my right implant is ruptured and requires replacement confirmed through MRI." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
This record is un-reporting, due to device not PMA approved.